Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having problems with their spinal cord stimulation (scs). The event resulted in an unscheduled clinic or office visit. The patient had no fever, no chills, no falls, but had a little bump where the battery site was at. There was a stinging feeling and battery site pain. The patient could not lay on their left side because of the pain. The next day the patient followed up and had lumbar pain. The patient used the scs for a while, but it was not helping and they had the system turned off for several months. The patient was getting irritation at the battery site. The scs was explanted and not replaced. Etiology indicated the relationship of the event to the device or therapy as related, but not related to the implant procedure. The outcome was reported as resolved without sequelae. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.